Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the non-patient end of the bd micro-fine¿ pro pen needle broke when attempting to dispose of it in the sharps collector. The following information was provided by the initial reporter, translated from "according to the customer¿s report, when disposing of the product in sharps collector 1.0l after use, only the hub was removed and the needle npe remained onto the pen (broken needle npe)."